Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After cutting a portion of the femur the surgeon observed that the cut was deeper than planned. The surgeon determined that the proper course of action was to complete the procedure using the rio. The surgeon was satisfied with the outcome of the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). The system log files were reviewed and showed that the cutting tool was engaged during bone preparation, which can only occur when the tool tip is within stereotactic boundaries. The system's log files do not show whether the stereotactic boundaries were not engaged during bone preparation. The results of this investigation were therefore determined to be inconclusive.